Event description:
Customer reported that capsule failed to attach. After attempted capsule placement, the capsule was then found to be in the pharynx and was removed successfully. The pt was not injured and no adverse event was reported.